Manufacturer narrative:
Based on the claim against the product by the customer noting a jaw failure on the sureform 45 stapler, an investigation was completed to determine the cause of this reported event. The sureform 45 stapler was analyzed, and failure analysis investigations were able to confirm the reported issue. A review of system logs showed error 22030 indicating an unclamping failure / drivetrain failure with the sureform 45 stapler. The sureform 45 stapler was placed on the system and an error message was observed stating "instrument failure. Do not reuse." The rfid editor app showed that the sureform 45 stapler has a forced expiration from a drivetrain failure. The rfid editor was used to manually overwrite the force expiration and the sureform 45 stapler was tested in-house. The sureform 45 stapler instrument initialized, clamped, fired, and unclamped without any issues. The sureform 45 stapler instrument moved intuitively with a full range of motion in all directions. The grips opened and closed properly. The I-beam was manually driven out for visual inspection and no lodged components or damages were found. Regarding design, the I-beam assembly can be jammed due to high drive-train friction caused by a damaged sleeve near the distal clevis. Regarding use, the sureform 45 stapler instrument may experience unclamping issues due to obstructions in the path of the I-beam. Also, the sureform 45 stapler instrument was found to have roll friction on the main tube. There is friction observed when manually rotating the main tube of the stapler compared to an in-house stapler. Additional investigation has identified an out-of-spec bushing. The complaint was confirmed based on failure analysis, which indicates that the device did contribute to the customer reported issue. The probable root cause of unclamping issues may be attributed to either component failure or use conditions. Regarding component susceptibility to damage, the I-beam assembly can be jammed due to high drive-train friction caused by a damaged sleeve near the distal clevis. Regarding use, the sureform stapler 45 instrument may experience unclamping issues due to obstructions in the path of the I-beam. This complaint is considered a reportable event due to the following conclusion: it was alleged that the sureform 45 stapler failed to unclamp. Medical intervention may be required in the event that the stapler fails to unclamp from tissue when commanded by the user or system. At this time, it is unknown what caused the unclamping event to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted nephrectomy surgical procedure, the sureform 45 stapler experienced a jaw failure when the jaws were unclamped. A backup stapler was used to resolve the issue. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was a radical nephrectomy. The jaws were not stuck on tissue when the issue occurred.

Manufacturer narrative:
Advanced failure analysis (fa) investigation was completed and the following information was obtained: the sureform stapler 45 instrument was installed on the system, so that the radio frequency identifier (rfid) chip could be re-programmed to change state of expiration to unexpired for further testing. Due to the drivetrain failure detected in the logs, the instrument was force expired by the system to prevent further use. Upon re-programming and re-installation, the stapler was able to engage and initialize with the system, which provided evidence that the drivetrain was not damaged. The stapler was able to move intuitively, clamp, fire, and produce well-formed staples and cut lines. Visual inspection found no lodged staples in the I-beam assembly, and no I-beam sleeve damage that could lead to increased friction along the drivetrain. The drive cable and steering cables were observed to be intact and were not dislodged from their crimp pockets, which would cause the system to flag a drivetrain failure. Log review showed unclamp failed at 99% completion; however, no damage was observed. The root cause of drivetrain failure cannot be determined at this time.

Event description:
Refer to h10/h11 for follow-up information.